Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 433 mg/dl. Customer was unsure how they would treat their blood glucose. The customer declined to have the paramedics called. It was found the customer was unsure if they were experiencing any symptoms high blood glucose. Troubleshooting was not completed because the customer did not want to perform a manual prime and waste insulin. It was also found the customer had a no delivery alarm in their alarm history. Customer stated they would call back to if she needed assistance. No additional information provided.